Manufacturer narrative:
Concomitant medical products: 97714 pain stim ipg; two 977a260 leads therapy date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an intermittent pain in the right chest and tingling in chin and neck. The patient also reported a fluctuating blood pressure and pain in the neck. Reprogramming was attempted to find the cause of the pain, and it was suspected to be related to the type of programming on the device. The device remains in use. No further patient complications have been reported as a result of this event.